Manufacturer narrative:
The complaint of a leak from the septum could not be confirmed from the photographs that were provided for investigation. The photos showed a unit label and an 18g nexiva device with evidence of use. The needle had been removed from the catheter adapter, but no blood could be seen at or around the septum. No defects associated with the manufacturing process could be confirmed from the photos. Although the photographs and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero leaked at the septum. The following information was provided by the initial reporter: when they administered the needle into the patient, blood from the patient started coming out of the grey capped part on the port. This caused them to have to remove the needle, and try again with a different one, and it ended up being fine additional info: there were no serious events that happened from this incident, the needle was simply removed, and a new one was used on the patient.